Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the severely calcified and mildly tortuous right coronary artery (rca). The 2.25mm taxus atom stent was implanted. Significant resistance was encountered upon attempting to advance the 15mm x 2.25mm nc quantum apex ptca dilatation catheter to post-dilate the stent due to the severity of the calcification. The balloon ruptured at 26atms upon inflation inside the stent. The physician attempted to advance a 10mm x 3.00mm flextome cutting balloon to post-dilate the stent, but it wound not cross the lesion. The procedure was completed with this device. No patient complication was reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The nc quantum apex directions for use (dfu) includes the following caution regarding over-inflation: "do not exceed the rated burst pressure". According to the reported event, the device was inflated beyond the rated burst pressure. The most probable root cause is user error because the device was not used in accordance with the dfu. (B)(4).